Manufacturer narrative:
The unit had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. Unable to verify low battery, after battery change, and external ram crc error alarm due to a blank display. Unable to perform the rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement test due to a blank display. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called in to report an after battery change alarm and an external ram crc error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 150 mg/dl. The customer tried to bolus into the air but no insulin came out. Customer did not have a back-up plan. The customer was advised to discontinue use of the insulin pump. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.